Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) on alleging a onetouch ultra soft lancing device threads were stripped or damaged. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the morning. The patient reported he was able to test regardless of the issue by manually pricking himself with the lancet. The patient reported using a combination of medications including lantus, metformin and humalog insulin. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported in the "afternoon" on an unknown date he developed symptoms of "shaking." The patient denied receiving any medical intervention in response to his symptoms. At the time of troubleshooting, the cca confirmed the lancing device had been in use for 4-5 years and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because, the patient claims, due to the alleged issue, he developed symptoms suggestive of hypoglycemia.